Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field such x-ray. The customer did not report motor position encoder error alarm. Customer was able to rewind pump. Customer found 1 motor error in alarm history. Customer was advised at this time displacement test and manual prime were successful and motor alarm did not recur. The customer was explained the alarm was caused by a connection issue and advised to monitor pump. The customer reported via phone call that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert a new battery and did not receive failed battery test. The customer was advised to monitor pump.